Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing on the electrogram. The patient underwent a surgical intervention to remove the lead and implant a new product. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.